Event description:
It was reported by customer during routine check that cardiosave intra-aortic balloon pump (iabp) shows leak in iab circuit error. No patient involvement and no injury or harm reported.

Manufacturer narrative:
Updated: b4, b5, b6, b7, g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect ¿ impact codes and investigation conclusions) and h11. A getinge field service engineer (fse) have checked and found that the unit is working satisfactorily. No problem found. Fse have done the safety disk leak test. It has passed. K5=0, k3=0 and pressure test difference=-1. Unit is handed over to the customer in good working condition.

Manufacturer narrative:
Due to character limitation in e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) shows leak in iab. No injury or harm reported.